Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor wire on the continuous glucose monitor "detached and fell off when the customer lifted the sensor pod to examine the sensor wire". Customer did not report sensor wire remained in the body. The sensor was replaced. There was no reported impact to customer's blood glucose.